Event description:
During a coronary stent procedure, the tip of the wire fractured. The wire had been used with a cutting balloon and a stent. The tip of the wire fractured in the circumflex lesion. A snare was used to bring the tip back as far as the guide catheter. While attempting to retrieve the tip with forceps from the guide catheter, the tip of the wire was lost in the av branch and remains there. Pt status is listed as "okay".